Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer suspected a needle remained in the patient¿s anatomy after the surgical count identified a missing needle. The surgeon performed an intraoperative search using laparoscopic instruments and the robotic endoscope but did not locate the needle and elected to proceed with the case; the surgeon later reviewed the procedure video and still did not observe a needle falling into the patient. The procedure was completed with no reported injury, and post-operative imaging was performed to assess for retained fragments. The customer later confirmed the missing needle was located in the abdominal wall adjacent to a robotic cannula and was retrieved during the same procedure. The patient has not returned to the hospital for post-surgical complications related to a retained foreign object, no injury or complications were reported, and no additional surgical procedure was required.

Manufacturer narrative:
The mega suturecut needle instrument has not been received for failure analysis evaluation.